Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Although imaging was difficult, the clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped. When establishing final arm angle (efaa), the clip opened. The clip was locked and closed all the way down. Efaa was performed again without issue. During deployment when removing the lock line (ll), the clip opened. Troubleshooting was performed and efaa passed successfully two additional times. The clip was able to be deployed without further issue. The procedure was completed with the mr reduced to 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open while establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.